Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a communication failure. This error is likely to result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.